Event description:
It was reported that the patient presented for a routine implant. It was noted that capture thresholds were high on the lead during initial positioning in the septum. The physician attempted to reposition the lead. The lead helix was turned a lot of times but seemed to spin in the void. The impedance was noted to be very high, above the normal range and pacing at high capture threshold did not result in capture. The physician suspected a malfunction. The lead was exchanged for another model with satisfyingly results. The patient was stable.